Manufacturer narrative:
It was discovered on (B)(6) 2020, that 2b. Procode 'fwm' was erroneously submitted in initial report. Correct 2b. Procode is 'ftr'. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was erroneously omitted to report 'this medwatch is for the right-sided device and reason for device explant and/or reoperation: n/a" in initial report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female underwent a breast augmentation revision with a 475cc mentor memorygel left breast implant and an unspecified gel breast implant experienced bilateral ptosis post procedure. During a mastopexy on (B)(6) 2020, the surgeon identified that the left-sided device was ruptured. As a result, the surgeon removed the ruptured implant and replaced it with a like device (catalog number 3504751, serial number (B)(4)). Surgical intervention of the right-sided device was completed to elevate the sagging breast by raising the superior skin flaps in the plan of the breast capsule.